Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that on saturday, (B)(6) 2020 the patient was having a feed via an epump. The pump reads at 0400 and then at 0500 and within the hour, 300 ml had gone through instead of 80 ml. The patient vomited as a consequence.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed. The reported issue was confirmed and corrected by replacing the failed gear box. In addition, the overlay has been replaced, the firmware has been updated and the factory settings have been restored. Functional and safety test have been completed according to procedure. The unit passed both functional testing and testing on electric safety. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. This information will be utilized for tracking and trending purposes.

Manufacturer narrative:
Additional information: d4 serial number added.